Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was experiencing an intermittent-power issue. Allegedly, the cartridge compartment was damaged, and evidence of moisture ingress was observed inside of the battery compartment. Also, it was reported that the yellow o-ring of the battery cap was visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/09/2014 with the following findings: the black box data showed several inexplicable reboot events, which can be indicative of the event type reported. The battery compartment was cracked; this device failure indirectly caused the reported power-issue. Moisture damage was found inside of the battery compartment; this device failure directly caused the reported power-issue. A cartridge cap and battery cap were not returned with the pump; a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during the investigation. The pump displayed an intermittent-power issue: the reported power-issue was duplicated. The pump failed a leak test due to the battery compartment damage. The pump case was removed, and no internal damage or defect was found. The following findings are unrelated to the reported power-issue: the cartridge compartment was cracked. The display screen was dim and discolored due to an unidentified display failure.